Manufacturer narrative:
This is a precautionary submission. There are no us marketed skytron integrity steam sterilizers with any similar incidents. The (B)(6) incidents were identified did not lead to any adverse events. Manufacturing preventative actions have been taken to strengthen the weld. The initial importer, skytron has reviewed the five skytron integrity steam sterilizers in the USA.

Event description:
The company became aware of two incidents outside of the USA with the steam sterilizer. The first incident was in (B)(6) 2017 and the second was (B)(6) 2017. A weld attaching the air heater/filter assembly to the main sterilizer unit showed signs of fatigue. The affected steam sterilizer model is only available in (B)(6), however the company's us model, skytron integrity 270, utilizes a similar air heater/filter assembly. The air heater/filter assembly supplies heated fresh air into the chamber after the sterilization and drying process has been completed. This allows the chamber to equalize to atmospheric pressure permitting the user to open the chamber and unload the units. If there is a failure to the weld, the chamber pressure would still equalize at the end of the sterilization and drying cycle, but the room air may not go through the filter. There has been no instances of fatigue or failure in the USA.